Event description:
The duett was deployed following an interventional procedure, via an 8 fr sheath in the right common femoral artery. Following the deployment the patient experienced swelling and a small hematoma developed. Treatment consisted of compression using a c-clamp. The treatment was successful, no further complications were reported and the patient was discharged.